Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a mildly calcified, 92% stenosed lesion in the mildly tortuous mid diagonal coronary artery, an unspecified guiding catheter (gc) and an unspecified 0.014 guide wire (gw) were positioned in the anatomy. When advancing a 2.5 x 38 mm rx xience xpedition stent delivery system (sds) over the gw without resistance felt or force applied, the xience xpedition sds distal shaft kinked while the sds was still inside of the gc (prior to exiting gc into the vasculature). The sds was withdrawn from the anatomy without difficulty. Another 2.5 x 38 xience xpedition sds crossed the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided. The abbott vascular returned goods lab received the device with its hypotube shaft separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with its hypotube shaft separated. Additional information received confirmed that the correct complaint device was returned; however, the physician was not aware of the shaft separation, but indicated that it may have occurred during repackaging for return shipment. The reported shaft kink was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.